Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that he has had up to potentially 8 episodes in 2006, where the paramedics were called. He stated that he did not have the specifics of each event or the treatment that was provided by the paramedics. The patient did report losing consciousness during the events. The pt reported that he was experiencing air bubbles in the insulin cartridges. The patient described the bubbles as "frothy and brown". The patient is no longer using pump therapy and is currently taking insulin injections. No product will be returned.